Event description:
An emergency stent graft placement wsa conducted for ruptured aaa on a (B)(6) female patient with osteoarthritis and (B)(6), on (B)(6) 2014. There was tortuosity in the proximal neck. The patient was not suitable for the procedure due to calcification and tortuosity in the proximal neck. Zenith flex devices were placed with following the normal procedure. Angiography after touch-up ballooning with coda confirmed type is endoleak. Since the main body was placed in the pocket of proximal tortuosity; which was lower than just beneath the renal arteries, a zenith main body extension was additionally placed. When touch-up ballooning with coda was performed in the proximal neck, acute reduction of blood pressure was observed (1820334-2014-00582). Since it was highly likely that dissection toward renal arteries or rupture occurred, bare stents were placed in the renal arteries with chimney technique and another main body extension was additionally placed to extend the covered area in the proximal side. Although blood pressure was maintained when the aorta was blocked with a balloon, it dropped when the balloon was deflated. This situation continue d and finally the patient had cardiac arrest at 11:40 (am/pm unknown), so external pacemaker was used. However, the patient was confirmed dead at 12:20 (am/pm unknown) on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.